Event description:
Phacoemulsification unit would not achieve any level of vacuum. Had to convert from small incision to large incision resulting in iris prolapse and add'l trauma and iris sphincter damage. Keratometer magnification control not working properly. Sudden zoom occurring spontaneously at critical stages of procedure.